Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead revision took place due to loss of capture on this right ventricular (rv) lead and the patient experiencing dizziness. The patient was pacemaker dependent. The rv lead was surgically abandoned and a new competitor lead was implanted. No additional adverse patient effects were reported.